Manufacturer narrative:
Patient's (B)(6). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient presented with lethargy, paleness. Bloods taken hb 60 and the patient was lethargic. The patient was admitted for further investigation. No further information available. Investigation is ongoing.

Manufacturer narrative:
Unchecked "user facility" and checked "health professional" to correct section. Endoscopy found angiodysplastic lesion that was ablated. The patient was discharged on (B)(6) 2015. Patient has been successfully bridged to transplant. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.